Event description:
Patient reported loss of therapeutic effect for implantable neurostimulator (ins) in (B)(6) 2016. Patient had some stomach surgery for a hernia in her upper stomach and ever since then their device "stopped working." Patient meant that the they stopped feeling stimulation and then shortly after that symptoms were not being controlled. The patient wasn't feeling stimulation on the original program of (p1) so they switched over to p2 and increased to 3.0v and still couldn't feel stimulation but therapy was on. Patient checked the patient programmer (pp) but there was no errors. Patient increased the amplitude to 5.1v on original program p1 and they felt the stimulation in correct area. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0x7bj serial# implanted: (B)(6) 2015 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the manufacturer's representative (rep) it was reported that patient had robotic hiatal hernia surgery performed 6 months after initial implant. Patient had good control of symptoms up until this surgery. Patient saw the rep in office two months after hiatal hernia surgery and rep noticed device was turned off and 2 of 4 electrodes showed high impedance .rep turned the battery back on and programmed around high impendance per doctor's orders. Patient did not regain control of symptoms. Patient did not remember if they turned battery off prior to the hiatal hernia surgery. It was reported that the physician took an x-ray of the lead several weeks ago and noted the lead position appeared to be unchanged. On the day of the re-implant, rep interrogation showed high impedance on all four electrodes. It was reported that the full system was removed and replaced, and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) revealed the battery was functioning okay with no significant anomalies. And for lead 3889-28, lot number va0x7bj, found broken conductor at near end and the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the manufacturer's representative (rep) it was reported that patient had robotic hiatal hernia surgery performed 6 months after initial implant. Patient had good control of symptoms up until this surgery. Patient saw the rep in office two months after hiatal hernia surgery and rep noticed device was turned off and 2 of 4 electrodes showed high impedance .rep turned the battery back on and programmed around high impedance per doctor's orders. Patient did not regain control of symptoms. Patient did not remember if they turned battery off prior to the hiatal hernia surgery. It was reported that the physician took an x-ray of the lead several weeks ago and noted the lead position appeared to be unchanged. On the day of the re-implant, rep interrogation showed high impedance on all four electrodes. It was reported that the full system was removed and replaced, and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event. (B)(4)(rep): no new information.